Event description:
It was reported that the head of the wand split and fell off, it was sucked up by the fluid suction. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object or improper removal from an apparatus. Warning and precautionary measures are outlined in the instruction for use (¿IFU¿). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. (B)(6). Health professional: yes; occupation: other health care professional. Health professional and user facility marked; company representative, blank.